Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken rod bender. During a posterior cervical fusion procedure, the doctor was using the insitu bender to bend a cobalt chrome rod and the foot of the bender broke off. The bender broke in the patient and all pieces were removed. Surgery was completed.

Manufacturer narrative:
The returned bender was examined and found to have fractured at the foot. The complaint is confirmed. There were no indications of manufacturing issues which would have contributed to this event.